Event description:
While cardiovascular surgeon was inserting the valve it broke. All pieces were recovered. Pt had to remain on the bypass machine while the staff obtained another valve form a different hosp.